Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio: 7.0, lab: 2.8. Date: (B)(6) 2011, inratio: 4.7, lab: 6.8. Time between testing was a day. Time between testing unknown, but performed the same day. Therapeutic range is 2.0-3.0.

Manufacturer narrative:
Per complaint, time of testing between inratio and reference on (B)(6) 2011 is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.7, reference: 6.8, mean: 5.75, confidence limits: na. User reported additional inratio result and lab results on "(B)(6) 2011", but time between tests was one day. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. Customer has liver dysfunction and cancer. Customer's current health status cannot be ruled out as a cause for unexpected inr results or errors in testing. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of client's data from inratio and ref method revealed that test results ((B)(6) 2011) did not meet accuracy criteria. Tests performed on (B)(6) 2011 were over 3 hours apart. It is reasonable to expect changes in the status of the pt. Root cause could not be determined. Pt's current health and treatment medications cannot be ruled out as a cause for unexpected inr results in testing. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.